Event description:
Reporter noted plastic syringe suddenly burst lengthwise in the surgeon's hand during injection of third party silicone oil 5000 in the eye. No pt impact and no user injury occurred, but surgeon felt there was potential for injury if it recurs.